Event description:
It was reported that an ilet pump¿s touchscreen and lcd were cracked and the device was no longer functional, with the user unsure of the exact cause although it was suggested the device was compressed during sleep. Symptoms included hyperglycemia with a reported capillary glucose of 503 mg/dl and moderate ketones, without loss of consciousness, dka, or other acute sequelae. Outcomes included patient-initiated transition to multiple daily injections and continued cgm use, with no medical intervention or hospitalization. Investigation included customer interview, verification of device identification, and shipping logistics for replacement and return. Investigation of this case revealed physical damage to the touchscreen display assembly resulting in loss of usability and loss of water tightness, consistent with external mechanical impact to the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was user-induced external damage leading to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.